Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis the service repair technician, indicates that the objective lens was dirty. There was no patient involvement